Event description:
During a clinic follow-up, the device was observed to be in backup (bvvi) mode. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.